Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3998, lot # v003950, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported the patient was having a revision of the lead, where it connects to the implantable neurostimulator (ins), as it was coming through the skin, eroding. It was stated that ¿plastics¿ would be there to help as well. Due to the years that the ins had been implanted, the ins was going to be replaced. It was unknown when the lead had started eroding through the skin. The revision was to occur the week after (B)(6) 2014. Additional information received indicated that for the lead revision, the lead would be replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further stated that the lead was not eroding at the pocket site, but rather, the skin would not closer properly at the spinal incision. There did not seem to be an issue with the lead, but rather the patient¿s skin. The skin failed to close due to anatomy. This site was the cause of chronic infection. It was stated that the device did not fail. The physician originally planned to close the site with the help of a plastic surgeon and leave the devices implanted, but the entire implant (battery and lead) were removed on (B)(6) 2014. The physician planned to re-implant at 3 months as long as no infection could be found in the body. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). As it was clarified that erosion had not occurred.